Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2011. To date, despite frequent inquiries, no further information has been received regarding the reason leading to explantation of the device.